Event description:
Reporter stated that patient capillary sample was tested, using the suspect device, with back-to-back results of 318 mg/dl and 229 mg/dl. Reporter stated that a venous sample, obtained from the patient 1 minute earler, measured 839 mg/dl in the facility's lab. Reporter indicated that patient was not treated based on the value obtained on the suspect device. Quality control testing had reportedly been performed on the system and the results fell within the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.